Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results the returned cre wireguided dilatation balloon was analyzed, and a visual and microscopic inspection found that the balloon had a longitudinal tear, which causes the reported leak. Media analysis was performed based on the photos provided by the complainant, one showing the device inside the pouch and another showing an x-ray image where the balloon leak is visible. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The longitudinal tear found could have been interpreted by the customer as the reported event of a balloon burst. The longitudinal tear found is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with any kind of a sharp surface during or previous to the procedure could create friction on the balloon, causing the problem of torn longitudinal during the procedure. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat jaundice performed on (B)(6) 2025. During the procedure, when the balloon was inflated, the balloon ruptured and the contrast agent inside was leaking out. A photo (x-ray image) of the complaint device inside the patient was provided and shows a contrast leakage. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat jaundice performed on (B)(6) 2025. During the procedure, when the balloon was inflated, the balloon ruptured and the contrast agent inside was leaking out. A photo (x-ray image) of the complaint device inside the patient was provided and shows a contrast leakage. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.